Event description:
Revision surgery - due to the patient falling down and dislocating her shoulder. The surgeon performed an open reduction and felt that the original implant was too tight. He removed the 8mm spacer to provide less tension.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 39 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4) a review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.